Manufacturer narrative:
Vyaire complaint #: (B)(4). Correction: h2, h10 results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the turbine. The fsr performed the operational verification procedure (ovp) and test all passed per service manual. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported problem was duplicated and isolated to a failed bearing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported problem was duplicated and isolated to a failed bearing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator stopped ventilating while in use on a patient. The customer stated the 100% button on the ventilator is not working and no volumes were being delivered. Additionally, the customer stated the heated moisture exchange was very discolored gray and may have been an issue with restriction of flow. The customer advised the patient was moved to a different ventilator and there was no reported patient harm associated with this event.